Event description:
The manufacturer received information alleging that an anesthesiologist reported having trouble receiving tidal volumes and ventilating an 11 month old bronchiolitis patient. The patient was reported to arrest twice due to hypoxia. The patient was switched to another device for successful ventilation, however, was reported to suffer hypoxic brain injury. No additional medical intervention has been specified at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.